Manufacturer narrative:
Pt weight: unk. (B)(4) (B)(6) .

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -9.50/0.0/0 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found no visible damage. (B)(4).